Manufacturer narrative:
The following other devices were also listed in this report: mrh hdp assembly pack; cat# 6481-2-150; lot# lbe841. Mrh axle; cat# 6481-2-120; lot# ctd189. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 5a1035c3360. Mrh knee fem m lft; cat# 6481-1-120; lot# 55104snrh. Ti dur reg fluted stem 10x80mm; cat# 6478-6-600; lot# 5c150trn11e4. Mrh tibial b/plt keel sml 1; cat# 6481-3-110; lot# 37115 s5523. Ti dur reg fluted stem 12x80mm; cat# 6478-6-610; lot# fb159trn139c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional, and functional inspections were not performed as no items were returned. Medical records received and evaluation: not performed as medical records were not received. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, pre- and post-operative x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Prof. (B)(6) reported: "knee prosthesis was implanted in 2009 at (B)(6). On (B)(6) 2015, after several antibiotic treatments, due to infection of the prosthesis, the thigh amputation performed"

Event description:
Prof. (B)(6). Reported: "knee prosthesis was implanted in 2009 at (B)(6). On (B)(6) 2015, after several antibiotic treatments, due to infection of the prosthesis, the thigh amputation performed"